Event description:
A male seen in the ER dept. Intravenous access required for infusion of fluids. B braun extension set used for saline lock. The pt was receiving IV fluids when suddenly the nurse at the bedside noticed the tubing pop out of the connector attached to the needle. The pt was not harmed but the family was upset. Note: original package not retained, info given is from a duplicate device from the same bin.